Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 350cc saline catalog #3501655 lot #6509430 sn #(B)(4). Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year old caucasian female patient underwent breast augmentation revision with mentor smooth round moderate profile 350cc saline breast prostheses. The patient noticed that the right breast prosthesis was going down and leaking. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 5/16/2018, mentor became aware that the correct suspect medical device location was the left breast prosthesis. Mentor also became aware that the patient also experienced ptosis. In addition, the replacement devices were: mentor smooth round moderate profile 425cc saline catalog: 3501670 lot: 7563336 sn: (B)(4) and mentor smooth round moderate profile 425cc saline catalog: 3501670 lot: 7563336 sn: (B)(4). On 5/18/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/18/2018, mentor became aware that the patient, as a result of the deflated right breast prosthesis, was scheduled for removal on (B)(6) 2018. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).